Event description:
It was reported that post-operatively, the pt experienced a fall. Nexlink instrumentation was implanted at c3-t1. Four days post-operatively, the pt experienced a fall and complained of pain in the arms. The pt underwent revision surgery. Upon exposure, it was noted the screws at c3 had become loose and the offset connector at the left c5 had come loose from the screw. The loose screws, offset connector, all locking caps and rods, were removed and replaced.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is related to the pt condition. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.